Event description:
It was reported that the pacemaker dependent patient was in the emergency room and required external pacing as there was no capture or sensing on the leads. Lead impedance was less than 100 ohms in both unipolar and bipolar configuration. The patient was lost to follow up. The implantable pulse generator (ipg) had not been checked over two years and was well beyond elective replacement indicator (eri) with a battery voltage of 2.07 volts. It was not confirmed if there was a lead malfunction or if the capture/sensing issues of the leads were due to the device being well past eri. Additional information was received that device replacement was planned and the leads remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092-52 implantable pacing lead 2006 (B)(6); 5568-45 implantable pacing lead 2006 (B)(6). (B)(4).